Event description:
A customer reported receiving inaccurate readings from the abbott diabetes care (adc) device. The customer reported going to the hospital to have their blood glucose level checked, which was 250mg/dl. After more than 10 minutes, the customer returned home and checked the adc sensor, which showed 320mg/dl. The customer self-injected 10 units of insulin and began to feel hypoglycemic, feeling unwell and getting a result of 52mg/dl on the sensor. The customer drank a cola, and the glucose level increased. While troubleshooting with customer service, the customer said the sensor had been stuck on "sensor error" for an hour and his blood glucose was 120mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.